Event description:
It was reported that the pt leaned over the dress herself but the rail went down and the pt fell on the floor. It was reported that the pt suffered multiple lacerations to her forehead and temples which allegedly required approximately 80 stitches. It was reported that the pt was stabilized and was taken to the edr for further assessment and suturing. It was reported that this issue did not occur during surgery.

Manufacturer narrative:
The hospital indicated they have their own engineering department and are not requiring a stryker technician visit. They have already repaired and returned the bed back into service.